Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead was noted to have high/undefined pacing impedance, oversensing/noise was observed on electrograms, and the lead was thought to have a possible fracture. The plan is to replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted.